Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor into the arm, which is off-label usage of the device on (B)(6) 2019. The patient reported that a sensor failure and a hypoglycemic event occurred while on vacation. On (B)(6) 2019, prior to going to bed, her continuous glucose monitor (cgm) value was high (value not provided) and she gave herself insulin (dosage not provided). At 1:20 am, she had a seizure and others who were with her called emergency medical services (ems). She was taken to the emergency department (ed), treated and released. She reviewed her cgm data and stated that the g6 stopped providing values at 10:00pm prior to the event. The cgm started working while she was at the hospital a couple of hours later and checked with glucometer the values were 50 points off. The sensor that was in use during the event was removed from her abdomen when she returned to her vacation rental because it stopped working again. Additionally, it could not be specified what the malfunction was as the patient initially reported a failed sensor and later reported that the cgm started working again. At the time of contact, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.